Event description:
Olympus was informed by the materials coordinator at the user facility that ¿lens cracked¿ with the customer oes elite high-definition autoclavable telescope. The customer reported issue was found during an unknown event. No death, injury or harm was reported.

Manufacturer narrative:
The subject scope was returned to the olympus repair center. The repair inspection confirmed the reported ¿lens cracked¿, the objective lens is damaged. The image is blurry and has a shadow. Also, the rigid outer tube is bent, and the distal end has fiber damage. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the broken lens end was likely caused by user error, improper handling and excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.